Manufacturer narrative:
(B)(4).

Event description:
This report summarizes 23 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced therapeutic output failures. 13 events were reported for malfunction preventing mechanical ventilation, 4 events reported for malfunction causing a loss of mechanical ventilation, 1 event reported for an internal error that may cause a system shutdown, 1 event reported for a system displayed an error and would the unit to not ventilate mechanically, 1 event reported for intermittent communication error that could result in the loss of mechanical ventilation, 1 event reported for maximum vacuum could not be attained, 1 event reported for a malfunction preventing all modes of ventilation during a case, and 1 unit displayed a message stating to use backup ventilation which resulted in a loss of ventilation. These reports were received from various sources. Of the 23 events, 16 did not involve patients, and 7 did involve patients. There was no patient information available.